Manufacturer narrative:
H3 other text : device was evaluated by a third party field service engineer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was evaluated by a third party field service engineer and the customer¿s complaint was confirmed. The device's system board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was evaluated by a third party field service engineer and the customer¿s complaint was confirmed. The device's system board was replaced to address the issue. The system board was evaluated by the manufacturer's product investigation laboratory (pil) and found the system board functioned as designed and operated without issue or error codes.